Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, withdrawal difficulty and stent damage occurred. The 99% stenosed target lesion was in the mid right coronary artery (rca). The physician had selected and attempted to advance a 3.5x32mm taxus express2 drug eluting stent (des) to treat the target lesion but the device would not cross the lesion. During withdrawal, the device was "trapped" in the proximal rca due to "stent damage," so the device was deployed in the proximal rca. Another 3.5x32mm taxus express2 was deployed in the mid rca target lesion. There were no patient complications reported with the patient's current condition listed as "good." Additional information has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.